Manufacturer narrative:
Continuation of d10: product ID b31000 lot# 082t06424a implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type accessory product ID b3301542m lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead product ID b32000 lot# 082m32424 implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b31000, serial/lot #: (B)(6), ubd: 04-mar-2026, UDI#: (B)(4); product ID: b3301542m, serial/lot #: (B)(6), ubd: 06-mar-2027, UDI#: (B)(4); product ID: b32000, serial/lot #: (B)(6), ubd: 19-nov-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead and burr holes were removed due to infection. The extension and implantable pulse generator are still implanted but inactive.